Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation it was discovered that the right atrial lead was exhibiting oversensing noise which resulted in automatic mode switch. Noise was not able to be reproduced in clinic. The physician opted to continue to monitor the patient. The patient was in stable condition.